Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh implant was implanted into the patient on (B)(6) 2017. Advantage fit implant was also implanted into the patient on (B)(6) 2017. The patient experienced complications, further surgery, and nonsurgical treatment. Device 1 of 2. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; pain inter; inab inter; diff bowel; incont not pres; rec incont; aggrav incont; damage; psych; oth pain: lower abdominal, bladder pain, urethral pain and dysfunction, anal fiissure. Surgical interventions: on (B)(6) 2017 the patient underwent further surgery regarding the upsylon y-mesh implant/advantage fit implant for the following purpose: I've had multiple surgeries and this is stressful to answer. I will need time to go through this and I might ask my other legal team to do this.